Manufacturer narrative:
Evaluation summary :it was determined on analysis that the touchscreen of the programmer had damage on the right side of screen and there were three (3) horizontal lines not working properly. The program buttons were not working smoothly as the program buttons upper case was worn. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned as was no longer needed subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.